Manufacturer narrative:
The device history report review found no spontaneous anomalies relevant to causing the reported event. The review of the design and manufacturing processes found no systemic cause for the reported event. Without a returned device the reported event cannot be confirmed. Based just on the available information provided by the customer a specific true root cause cannot be determined. It is not reasonable to believe that the battery pack completely melted. Most likely the battery pack deformed due to heat build-up in the batteries. The batteries in the battery pack can build-up significant heat for several reasons. If the electrical cable from the battery pack to the hand piece was cut it could form a closed circuit short that would cause the batteries to run continuously building up heat in the batteries until they failed. Additionally, if the user operated the pulsavac (contraindicated in the IFU) at high speed continuously for a length of time that batteries can also build-up heat. Fluid contact to the electrical terminals in the hand piece and/or battery pack can also cause a similar short circuit.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the battery pack melted during surgery. There was no harm in the event; however there was the potential for harm. Additional information was received on october 4, 2016 stating that the battery pack was outside the sterile field when noted as melting. The customer was unsure if the cable was cut or not; however the procedure was finished with an alternate device. No harm was caused to the patient and no delay to the surgery.